Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on se2240 identified in patient alarm log with occurrence date (B)(6) 2011. Phase and cycle information are not available in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was confirmed, because the alarm was identified in the event log of a returned homechoice (hc) device. A cause could not be determined, because the sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The report of an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided at this time. If additional information becomes available, then a follow up MDR will be submitted.